Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2017-00309. It was reported that guide wire removal difficulties were encountered. After an offroad re-entry catheter system was advanced, the micro-catheter lancet was inserted with a .014/180cm platinum plus¿ guide wire inside into the target vessel. However, when the physician attempted to puncture the vessel wall with the lancet, the lancet did not work and the guide wire was getting stuck. Subsequently, the micro catheter lancet was removed together with the platinum plus¿ guide wire. After removal, it was noted that the spiral coil of the platinum plus¿ guide wire detached from the inner core and became longer. Another .014/180cm platinum plus¿ guide wire was used to complete the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has distal end damage, as part of overall visual revision. Visual inspection of the device revealed the spring tip was severely damaged (unraveled) and corewire broken. All the outer dimensions of the device were found to be within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00309. It was reported that guide wire removal difficulties were encountered. After an offroad re-entry catheter system was advanced, the micro-catheter lancet was inserted with a .014/180cm platinum plus¿ guide wire inside into the target vessel. However, when the physician attempted to puncture the vessel wall with the lancet, the lancet did not work and the guide wire was getting stuck. Subsequently, the micro catheter lancet was removed together with the platinum plus¿ guide wire. After removal, it was noted that the spiral coil of the platinum plus¿ guide wire detached from the inner core and became longer. Another .014/180cm platinum plus¿ guide wire was used to complete the procedure. No patient complications were reported and the patient's status was stable.